Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was not making ice. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. This unit is a back-up. The customer did not use it until it was serviced.

Manufacturer narrative:
The reported complaint was confirmed by the fsr. The compressor does not run after six minute delay, but the front panel "ice" light is on. The fsr found the compressor delay board and solid state relay (ssr) are not operating properly. The fsr replaced the defective components and returned then to the MFR for further evaluation. The unit operated to MFR specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.